Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) is believed to have exhibited premature battery depletion (pbd) per the patient. As device output was programmed high, pbd was not suspected at the time of explant and replacement several years ago. This crt-d is not expected for return and analysis. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.